Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing, high capture thresholds and high pacing impedance on the right ventricular (rv) lead. On (B)(6) 2024 the physician elected to explant and replace the rv lead. The patient was in stable condition.